Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2004 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. She reported painful placement which took 15 minutes. In 2010 she experienced pain in abdomen, increase or heavy blood loss during menstruation, pain during ovulation, depressive feelings, mood swings, flu feeling, and malaise. She reported relation and/or family problems. She stated that around cycle she would actually like to call in sick. On an unspecified date she contacted her physician and had an appointment with a gynecologist. She had an echography for essure position control which showed that essure had moved in direction of uterus and blood tests showed high levels of inflammatory markers. Essure removal, along with bilateral salpingectomy, was planned. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure had moved in direction of uterus. Essure removal was planned. This event is listed in the reference safety information for essure. In the present case, consumer mentioned that an echography for essure position control showed that essure had moved in direction of uterus. The exact date of this dislocation is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 03-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 753 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure had moved in direction of uterus. Essure removal was planned. This event is listed in the reference safety information for essure. In the present case, consumer mentioned that an echography for essure position control showed that essure had moved in direction of uterus. The exact date of this dislocation is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.